Manufacturer narrative:
As described above, the reporting physician assessed that the event was not related to the device. However, from the manufacturer's perspective, as the event occurred intraoperatively during use of the device, the manufacturer concluded that a causal relationship between the event and the device cannot be completely ruled out. The inoue balloon catheter used in this patient was not returned to the manufacturer; therefore, further investigation of the device was not possible. The manufacturer reviewed the manufacturing records for the lot used in this patient and confirmed that no issues were identified. Based on this review, the manufacturer determined that the event was not caused by the manufacturing process. "Severe mitral regurgitation" and "cusp tear" are already mentioned in instructions for use. As no issues were identified in the manufacturing records, the manufacturer determined that no corrective action was required.

Event description:
After the third inflation, the patient developed severe mitral regurgitation due to a torn leaflet. An intra-aortic balloon pump was inserted, after which the patient was stabilized and prepared for mitral valve replacement surgery. The patient was stable at the time of departure from the hospital. The reporting physician assessed that the event was related to the surgical procedure and not to the balloon device, and no product-related issue was identified.